Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time most likely underlying root cause of malfunction: user has high glucose value (b)(64. Note: at follow-up call on (B)(6) 2017, the customer stated she had called her doctor and made an appointment for (B)(6) 2017. The customer stated she had been on victoza but her doctor told her to start levemier again. Blood test performed by customer with truemetrix meter produced result of 364 mg/dl fasting; customer stated she is satisfied with the meter and readings she is receiving.

Event description:
Daughter is calling on behalf of the customer. Daughter stated meter is reading erratic. Daughter also stated that the readings have been high for the last several days. The customer is concerned with test results from back to back blood tests of 332 and 497 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 200 mg/dl. The customer feels well and did not report any symptoms. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 521 mg/dl using truemetrix meter and 557 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/18/2018 and open vial date was undisclosed. Daughter stated she is going to call her mother's doctor and does not want the meter replaced. The meter memory was reviewed for previous test result history (date and time for each result was not provided): (B)(6). Went over the memory readings and daughter states that the readings have been high for the last several days. Daughter states she is going to call her doctor and does not want the meter replaced. Provided caller the reference number and requested she call back if she would like the meter replaced.